Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing of noise, and lead impedance fluctuated from normal range to greater than 3000 ohms. A new pace/sense lead was placed in the right ventricle, and the high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, elevated ventricular sensing integrity counter indicating a possible intermittency in the system, and varying rv pacing impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, elevated ventricular sensing integrity counter indicating a possible intermittency in the system, and varying rv pacing impedance. Other: it was reported that the patient received multiple inappropriate therapies due to oversensing of noise, and lead impedance fluctuated from normal range to greater than 3000 ohms. A new pace/sense lead was placed in the right ventricle, and the high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, interference, oversensing; device remains activated, shock, inappropriate, impedance, low.

Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing of noise, and lead impedance fluctuated from normal range to greater than 3000 ohms. A new pace/sense lead was placed in the right ventricle, and the high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. Patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced.

Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing of noise, and lead impedance fluctuated from normal range to greater than 3000 ohms. A new pace/sense lead was placed in the right ventricle, and the high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. Patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective lead. Patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Patient suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced.

Manufacturer narrative:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, elevated ventricular sensing integrity counter indicating a possible intermittency in the system, and varying rv pacing impedance.